Event description:
New information received notes that an asymptomatic patient was presented in clinic during follow-up. Post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Programming changes were recommended. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented in clinic for normal follow-up. An episode of non-sustained rv oversensing was observed due to possible myopotential oversensing. Clinician was unable to replicate the oversensing with deep breathing. Programming changes or continuing to monitor the patient were recommended. No further information available.